Event description:
It was reported via marketing survey that on (B)(6) 2015, the patient experienced hypoglycemia while with their athletic trainer. The trainer contacted the patient's wife to assist the patient with their dosing. The patient is reported to be fine now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.